Event description:
It was reported that the autopsy saw 115v was allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of overheating could not be duplicated during the device evaluation. However, widespread internal corrosion was discovered. This can be due to improper cleaning or degradation over the life of the device.

Event description:
It was reported that the autopsy saw 115v was allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.